Event description:
No additional information received from customer.

Manufacturer narrative:
Updated fields: d4(expiration date), d8, d9, e1, h4, h6, h11. This supplemental report is being submitted to provide the results of the investigation. The device was returned to olympus for inspection and the reported failure was confirmed. The fragment of the probe was not returned. Scratches on the broken surface of the probe were observed, upon inspection of the broken surface of the probe, it was discovered that the crack was progressing from the scratches. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: 1) during the output activation in seal & cut mode, the probe was contacting hard tissue, metal objects or surgical instruments. 2) due to ultrasonic vibration, the coating of the probe peeled off. Also, scratches were generated. 3) a force to activate the output in seal & cut mode, or a force to grasp the tissue was applied to the probe. Therefore, cracks were generated at the scratched area. 4) a force was applied to the probe causing it to break. ¿olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the thunderbeat probe broke off in the patient's body during a therapeutic thyroid procedure. The probe was retrieved using forceps. The procedure was completed using a backup device without delay. There were no further reports of patient harm.